Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon fired the 4th clip and the device stuck on the cystic duct. He manually forced the device open and continued to complete the procedure.

Event description:
The company received a report where it was claimed that a leak occurred in the inflation line during pt use. The caller reported that visual inspection revealed a tear on the inflation line. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Broken jaw; ejected clip; anti-backup failure. The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the anti backup feature being non-functional, two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The next two clips were conforming and then, during the fourth firing sequence, the right jaw ramp broke; the remaining clips were ejected. The device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. No opening issues were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.